Manufacturer narrative:
The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors. The probable root for the customer reported complaint "blade would not retract all the way, the robot said use new vessel sealer" is attributed to the component failure. The probable root for the additionally observed 'hard grip force test' is attributed to the loose grip cable at the proximal end which causes the knife to be exposed and not retract properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. Fa found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws did not open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Reviews on the logs show no failures. The root cause is attributed to loosen grip cable at the proximal end which causes the knife to be exposed and not retract properly. The instrument was found to have low torque based on in house testing. The instrument failed grip force test "-3.78130290" which is below 4.25lbs. There are no failure reports in the logs. This is caused by loose grip cable at the proximal end.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend blade would not retract all the way. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.